Event description:
A tandem mobi cartridge alarm was reported by the caller. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose, the customer administered a corrective injection via multiple daily injections (mdi). No third-party assistance was required. It was confirmed that the alarm occurred during the load process, and cartridge alarm 30 was verified. The customer will use mdi as backup therapy to ensure continuous insulin delivery while waiting for the new pump.